Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a right side rupture per MRI. Healthcare professional later reported rupture confirmed via MRI. Healthcare professional additionally reported capsular contracture baker grade ii-iii. Patient undergone full capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings, during analysis. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. Observed, deformation on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, a right side rupture, per MRI. Healthcare professional, additionally reported, capsular contracture, baker grade ii-iii. Patient undergone full capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture per MRI. Healthcare professional later reported rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
The event of allergic hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Capsular contracture: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Allergic reaction/hypersensitivity: unable to observe as it is not related to the device. Varied injuries-ndr: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient later reported right side ¿severe case of hives shortly after implantation. I had to find an allergist who took all kinds of allergy tests which came back negative. The allergist surmised that the severe case of hives that lasted for several weeks was a result of the foreign material placed in my body¿ and not device related ¿was so sick with dry heaves from the drugs¿.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.